Event description:
On (B)(6) 2018, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. After deployment of the contralateral leg component it was observed that the leading olive, the distal shaft and trailing olive of the delivery catheter had become detached from the rest of the delivery catheter. The fragment remained in the delivery sheath upon retraction and was not loose in the patient. There was no clinical consequence to the patient. The delivery catheter was discarded at the facility and therefore not available for evaluation.